Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was a 300 ohm electrical short between pins 23 and 21 of pcb-mounted jack connector, designator j31.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The interface pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report their device would no longer power on. There was no patient use associated with this event.